Event description:
The pump was returned for investigation. The pump was suspected of having a failed set ID according to the log file review. In an attempt to replicate the failure, the pump was tested with the final acceptance test to see if the error would present its self. The pump was tested twice under this testing methodology and passed both times. To ensure no fluid ingress was present, the pump was disassembled so that the set ID/bubble detector could be examined. Upon examination, it was determined that no fluid ingress was present and that the set ID/bubble detector was functioning properly.

Event description:
Biomed reported that pump will not accept cassette. Preliminary evaluation of the device logs shows the following: sensor hardware failure (set ID sensor) this did not stop an active infusion. Fresenius kabi is reporting this as a conservative measure. No adverse event was reported. Further information is needed to complete the investigation.